Event description:
Manufacturer ref # (B)(4).

Manufacturer narrative:
The servo-u ventilator was reported with generating technical alarms regarding ventilation stopped, ventilation error and communication error. Our service technician on site replaced the control printed circuit board (pcb) and expiratory channel pcb, both of which are recommended to be replaced according to the service manual for these types of technical alarms. After replacement the ventilator showed no alarms during ventilation test on test lung and the ventilator passed the pre-use check. The replaced goods were not returned for further investigation and no device logs are available, therefore the root cause cannot be determined.

Event description:
It was reported that the ventilator generated technical error codes indicating disabled valves and expiratory channel failure there was no patient harm. Manufacturer ref.#: (B)(4).